Event description:
User facility reported bleeding 30 seconds following completion of an uneventful novasure endometrial ablation. It was reported the disposable novasure device was "removed (from the uterus post ablation) without issue". The pt was moved to the recovery room and then discharged home. During follow-up in 2009, the physician reported this was her first novasure procedure and that the nurse removed the novasure device from the pt at the completion of the ablation. She reported she "did not clearly observe the removal of the device but did note that the array was not retracted into the sheath but was completely deployed". She reported bleeding at that time was minimal and the pt was stable upon discharge. About 4-6 hours post-operatively the pt began to bleed significantly and returned for care. On pelvic exam there appeared to be "a deep vaginal laceration measuring 1-2cm in length which was profusely bleeding". She reported she applied pressure and used silver nitrate with good results. The pt returned home. During follow-up six days later, the physician reported the pt is currently doing very well.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Lot number was not provided by the complainant, therefore the expiration date is not known. The device is not being returned; therefore, a failure analysis of this complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.